Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was experiencing odd things with therapy on. The patient stated if they moved a certain way in various positions it would suddenly "click off"; the patient clarified that the therapy was still on during these events but they were not feeling the stimulation and then suddenly the stimulation would come back on again. The patient stated this had been happening for quite a while and the patient clarified in the last year. The patient did not have a managing physician so physician listings were sent to the patient. No further complications were reported/anticipated.